Event description:
The reported indicated that at implant, the device was connected and the measured telemetry looked a bit odd (3 mv r-wave instead of the expected 16 mv). Before moving to the intrinsic test, the sensing margin was increased. The agc screen was accessed, it was programmed to 5.3, then user returned to the implant testing menu. The intrinsic test came up double counting r-waves and oversensing t-waves.